Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified surgery. No additional information was reported.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified surgery. The patient had had a full level anterior cervical discectomy and fusion (acdf), was doing well but had pseudoarthrosis and broken screw. A revision surgery was performed 15 days post-op.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6),2007 the patient underwent a c3-c7 anterior cervical diskectomy and arthrodesis. It was reported that on (B)(6) 2008 the patient underwent a c3-c7 posterior cervical fusion. It was reported that on (B)(6) 2011, the patient underwent a decompression of l4-l5 and l5-s1, a transforaminal lumbar interbody fusion l4-l5 and l5-s1, the placement of interbody cages, posterior instrumentation l4-l5 and l5-s1, and the grafting with cancellous allograft supplemented with bmp. It was reported that the patient now suffers from chronic pain syndrome, back pain, neck pain, anxiety, and narcotic dependence.

Manufacturer narrative:
Two different implant dates have been reported to the manufacturer ((B)(6) 2008 and (B)(6) 2007). Without medical records the manufacturer is unable to determine the definitive implant date therefore we are reporting both implant dates received. Concomitant medical products: interbody cages, cervical plate, bone void filler, local autograft. (B)(4).

Event description:
It was reported that the patient underwent c3-c7 anterior cervical disckectomy and arthrodesis using interbody spacers, anterior cervical plate from c3-c7 and left iliac crest bone marrow aspirate, bone void filler, local autograft and rhbmp-2/acs. On (B)(6) 2008, the patient underwent revision surgery for pseudoarthrosis and a broken screw. Reportedly, the patient has experienced ectopic bone growth, chronic pain syndrome, back pain, neck pain, anxiety, and narcotic dependence from prescribed painkillers.

Manufacturer narrative:
(B)(4).